Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The review of etq for lot number 1197279 concluded that there are no other complaints reported against the subject lot to date. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Manufacturer narrative:
Product has not been returned. Product was discarded.

Event description:
It was reported that abutment screw kept coming loose. It was changed for another screw. Doctor reported removing excess tissue from site.